Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error alarm. Customer reports they was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.